Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate by one day and customer did not know the cause. Customer adjusted the date to address the issue. Customer's blood glucose was 122 mg/dl.